Event description:
It was reported that the patient's transmitter failed to turn on and had burnt prongs. The transmitter was no longer used. The patient had no consequences.

Manufacturer narrative:
The field complaint of a no power issue was verified; however, the burnt green contact strips were not verified as this type of ac power adapter has metal contact pins instead. The visual inspection revealed no physical or burn damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The prongs were removed, and no burn damage was noted. Additionally, the visual inspection revealed a completely broken usb port. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter caused the no power issue.